Event description:
Customer stated "pad is not heating up and said thinks caught on fire inside pad." Product was returned for investigation. An inspection was done into the customers complaint, and the inspector found that all components of the product were working, except for the heater wire. The heater wire failed, and was not allowing heat to be produced throughout the product. There was no evidence of burns on the pad. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot